Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the back, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the pediatric patient was at school when she noticed the cgm was reading 43 mg/dl. She drank apple juice as treatment but reported that the value did not change so she drank soda. She then got a cgm reading of 135 mg/dl and vomited. When she got home from school, her mother noticed she was lethargic and did not want to eat. The patient stated she had a headache, a stomach ache and will still vomiting. The patient's mother brought the patient to the emergency room. At the ER, the patient's bg was 500 mg/dl while the cgm was 134 mg/dl. The patient was treated with IV fluids and a water solution. The patient was transported to children's hospital and was discharged on the afternoon of (B)(6) 2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time the patient was symptomatic. The reported glucose values when the patient was at the ER, fall within the c zone of the parkes error grid. No additional patient or event information is available.